Manufacturer narrative:
**UDI related data quality updates only** correction to the initial MDR, incomplete UDI was provided. Section d4. Primary UDI number has been updated with full UDI (B)(4). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. No: (B)(4).

Manufacturer narrative:
On 15-nov-2023, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
It was reported a patient underwent a premature ventricular contractions (pvc) cardiac ablation procedure utilizing a webster ® cs catheter with ez steer® thechnology and auto ID and the patient experienced cardiac tamponade and required medical interventions. It was reported pericardial effusion was noticed once the catheters were pulled out of the body and confirmed on a transthoracic echo. The patient's blood pressure dropped. The effusion was treated by pericardiocentesis with 2500cc¿s fluid withdrawn. Patient transported to the operating room (or) for open heart surgery because the bleeding would not stop and subsequently required an extended hospital stay. Device evaluation details: the device was returned to biosense webster inc (bwi) for evaluation and the evaluation has been completed. A visual inspection and revision of all features were performed following bwi procedures. Visual analysis revealed no damage or anomalies on the device. The device features were reviewed, and no issues were observed during the product investigation. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. No malfunction was observed during the product analysis. The root cause of the adverse event remains unknown. Physician¿s opinion is the adverse event was caused by the procedure. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported a patient underwent a premature ventricular contractions (pvc) cardiac ablation procedure utilizing a webster ® cs catheter with ez steer® thechnology and auto ID and the patient experienced cardiac tamponade and required medical interventions. It was reported pericardial effusion was noticed once the catheters were pulled out of the body and confirmed on a transthoracic echo. The patient's blood pressure dropped. The effusion was treated by pericardiocentesis with 2500cc¿s fluid withdrawn. Patient transported to the operating room (or) for open heart surgery because the bleeding would not stop and subsequently required an extended hospital stay. Physician¿s opinion is the adverse event was caused by the procedure. When the patient went into surgery, they discovered that the perforation was in the coronary sinus. The caller believed that ¿the patient must have had a hole and when they pulled the catheter, it must have opened up that hole and it must have started to bleed." The caller reported that the physician did not believe the catheter itself caused the issue. Patient fully recovered and has been discharged post op surgical care. No transseptal puncture performed, ablation had been performed and no evidence of steam pop. Correct settings selected on devices, and no error messages on equipment during procedure.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).